Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. The underlying cause could not be determined after reviewing the documentation in this investigation. Per the initial evaluation, the right wheel was slightly out of round and had too narrow of a gap between the wheel and arm as compared to the left side. An expanded evaluation was performed. Per the expanded evaluation report, the right wheel was slightly wobbly. At the closest point, the right wheel was 3/8 of an inch away from the frame, while at the farthest point, the right wheel was 1/2 of an inch away from the frame. However, no observations were made that there was a bend in the frame.

Event description:
Customer states that the point of connection where the wheel and frame axle meet appears to be bent. When propelling the wheelchair the wheel pulls away then pulls toward the side hitting the side panel of the chair. Also, when observing from behind the wheelchair in motion you can notice the bend of the frame at the axel point.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states that the point of connection where the wheel and frame axle meet appears to be bent. When propelling the wheelchair the wheel pulls away then pulls toward the side hitting the side panel of the chair. Also, when observing from behind the wheelchair in motion you can notice the bend of the frame at the axel point.